Event description:
It was reported that the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) and fault 02 (compression tracking error) messages. Customer indicated that the platform performed take-up of the lifeband but did not begin compressions. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. Investigation results as follows: visual inspection was performed and found that the battery latch lock was bent. From the condition of the returned platform, the damage appears to have been caused by normal wear and tear. The platform was functionally tested, including compression testing and load cell characterization, and passed with no user advisories, system errors or warnings exhibited. The platform performed as intended during functional evaluation. A review of the platform's archive data shows that there were multiple user advisory (ua) 2 (compression tracking error) and ua 45 (not at "home" position after power-on/restart) codes, thus confirming the reported complaint. Device inspection did not identify any deficiencies with the platform that may have caused or contributed to the observed codes. The ua 45 likely occurred as a result of the customer not completely pulling up the lifeband straps prior to turning on the device. The ua 2 likely occurred as a result of misalignment of an object on the platform. Unrelated to the reported complaint, a ua 21 (position change does not coincide with motor direction) code was also seen on the reported event date. Device inspection did not identify any deficiencies with the platform that may have caused or contributed to the ua 21. A cause could not be determined. Based on the investigation, the part(s) identified for replacement was the bent battery latch lock. In summary, the reported complaint was confirmed during review of the platform's archive. Device inspection did not identify any deficiencies with the platform that may have caused or contributed to the observed codes. The ua 45 likely occurred as a result of the customer not completely pulling up the lifeband straps prior to turning on the device. The ua 2 likely occurred as a result of misalignment of an object on the platform. Following service, including replacement of the battery latch lock, the device passed all test criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.